Event description:
Patient reported right side "pain", "a liquid", "worry", "cyst" not related to device, "radial folds", "granuloma", ¿hooking feeling¿, ¿appearance suggestive of reactive lymph nodes located in the axillary region¿, ¿nonspecific chronic inflammatory process¿ and "fibrosis". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma, seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, seroma, lymphadenopathy.